Manufacturer narrative:
Submit date: 08/10/2016. An investigation of kangaroo joey was performed for the reported condition of the unit failing to alarm when there is an occlusion present. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox and sensor. The gearbox and sensor were replaced to correct the problem. The unit was then tested and recertified. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 5-12-2016 that a customer had an issue with an enteral feeding pump. The customer reports: the alarm does not ring with the occlusion.